Event description:
Immediately following surgery, both bovie pads were removed from left thigh. Lower pad site intact. Upper pad site had one open, black area that looked like a skin tear surrounded by pink, healthy skin. Three blistered areas remained closed. Physician notified; bacitracin applied per physician order. All equipment involved (including both bovie pads) gathered and turned into biomed for evaluation. Reported to charge nurse, same vulcan used on previous day without any incident.